Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone that the customer had high blood glucose level. The customer¿s blood glucose level was 423 mg/dl. The customer¿s mother was offered troubleshooting for high blood glucose level however she declined and said that the high blood glucose was treated by pump and rechecked blood glucose level and it was 180 mg/dl. The insulin pump will not be returned for analysis.